Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and did not deliver required pacing. A lead revision was successfully performed. No other adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.